Manufacturer narrative:
It was reported that the insulin pump had a frozen display due to corroded electronic assembly. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Event description:
It was reported that the insulin pump alarmed and the bolus amount was not recorded in the bolus history. Nothing further was reported.